Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lead positioning/advancement issue and an electrical measurement issue relative to the subject lead. Specifically, it was reported that the lead tip was stuck around the distal end of adelante sheath (7fr). The lead was eventually advanced through the sheath and fixed in the atrium. Furthermore, it was indicated that the p-wave amplitude was unmeasurable and the lead impedance was low (<50 ohms), when measured with multiple psas. Another lead was subsequently implanted instead.

Manufacturer narrative:
Preliminary analysis of the returned lead identified an insulation issue in the connector section of the lead as the cause of the reported electrical issue. The analysis also identified that the steroid collar on the tip of the lip had a diameter greater than that of the recommended 7f introducer, which could explain the reported insertion issue.

Event description:
The physician reported a lead positioning/advancement issue and an electrical measurement issue relative to the subject lead. Specifically, it was reported that the lead tip was stuck around the distal end of adelante sheath (7fr). The lead was eventually advanced through the sheath and fixed in the atrium. Furthermore, it was indicated that the p-wave amplitude was unmeasurable and the lead impedance was low (less than 50 ohms), when measured with multiple psas. Another lead was subsequently implanted instead.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported a lead positioning/advancement issue and an electrical measurement issue relative to the subject lead. Specifically, it was reported that the lead tip was stuck around the distal end of adelante sheath (7fr). The lead was eventually advanced through the sheath and fixed in the atrium. Furthermore, it was indicated that the p-wave amplitude was unmeasurable and the lead impedance was low (<50 ohms), when measured with multiple psas. Another lead was subsequently implanted instead.